Event description:
The following complaint was reported: flexi-seal control was entered into the patient; the cuff could not be filled at all. The flexi-seal was removed from the patient and test was performed to fill the cuff without success.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The complainant reported that the device was removed at once. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.